Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 90% stenosed lesion in the mid-right coronary artery (rca). A 3.25x15mm nc trek balloon dilation catheter (bdc) was advanced to the target lesion for pre-dilatation and was inflated 1 time to 10 atmospheres (atm) for 10 seconds, when a balloon rupture occurred. The bdc was removed without issue. There was no adverse patient effect and no clinically significant delay in the procedure. A non-abbott device was used to pre-dilatate, after which a 3.5x18mm xience skypoint drug eluting stent (des) was implanted to successfully complete the procedure. No additional information was provided.